Event description:
It was reported that; doctor was putting on a monobloc 26mm stainless steel cross connector. He tightened one side and had his resident tighten the other side. As he turned the screwdriver a couple of last turns the round tip broke off. As he pulled it out of the monobloc connector the tip fell to the ground. We couldn't find the broken tip but know it fell to the ground because the surgeon saw it.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the rps round tip screwdriver was confirmed to have a tip fracture upon visual inspection. Conclusion: the age of the product was likely a determining factor the fracture observed, and is the most likely reason for the occurrence of this issue.

Event description:
It was reported that; doctor was putting on a monobloc 26mm stainless steel cross connector. He tightened one side and had his resident tighten the other side. As he turned the screwdriver a couple of last turns the round tip broke off. As he pulled it out of the monobloc connector the tip fell to the ground. We couldn't find the broken tip but know it fell to the ground because the surgeon saw it.